Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the light guide cable for the nir handheld camera burned a hole in the drape near the patient's face. The customer confirmed there was no patient injury but wanted to document the issue. It was noted that the light source does not automatically turn off when the light guide cable is unplugged. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer is aware that the light source does not automatically turn off when the light guide cable is unplugged. Technical support engineer will be creating a product enhancement request for the light source to turn off automatically when the light guide cable is unplugged. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the complaint regarding the light guide cable for the nir handheld camera burning a hole in the drape is attributed to the light source not automatically turning off when the light guide cable is unplugged. This issue led to the light guide cable remaining active and generating heat, which subsequently burned a hole in the drape. The customer was aware of this behavior, and a product enhancement request will be created to address this issue by ensuring the light source turns off automatically when the light guide cable is unplugged. .